Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed visual examination. Functional testing revealed that the battery had a faulty weld between one of the cell pairs. This is an additional observation not related to the reported event. The root cause of the faulty cell weld can be attributed to terminal welds experiencing added stress as a result of the uncontrolled bending of the tabs and resistance welds occurring on weld free zones. The battery was able to adequately charge and provide power to a test controller during functional testing. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging and red indicator light was flashing on the battery charger display. The battery will be exchanged. No patient complications have been reported as a result of this event.